Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section d4, h4 and h6. Correction to h6 health impact code and h8. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the image was not displayed because the video communication could not be transmitted to the processor due to the cable breakage. The cable breakage was believed to be due to user handling. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed that the image does not appear due to a broken cable. The cable needed replacement to return the device to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a laparoscopy procedure, the 4k camera head has no connection to the video processor which causes no image. Another tower was used within five minutes into the procedure. Upon inspection and testing of the customer returned device, it was observed that the cable was broken. The procedure was completed with another device. There was no clinically prolongation nor harm or user injury reported due to the event.